Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that a lipid infusion was programmed at an unspecified rate for a duration till 1400 on 5/27 however the rn noticed that the infusion was completed at 0040. The rn stated that the device was programmed correctly, the label on bag and the date correct despite the infusion completed sooner than expected. Although requested, no further details were provided by the customer for this event.